Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient experienced insulin flow blocked on (B)(6) 2025. Troubleshooting confirmed blockage in the tubing. No further information was available.

Event description:
It was reported that while using bd synapsys¿ informatics solution, rule bd10021 was marking cultures without an organism ID as contaminants. No patient impact reported.